Event description:
The baxter technician servicing the device discovered the problem of under delivery during final testing. The customer stated that there had been no pt incidents involved with this device since the last baxter service event.